Event description:
Pt was ordered by a physician to be placed on the ventilator from 6:00pm to 6:00 am nightly. Apparently the caregiver hooked the pt required manual resuscitation to regain consciousness.